Manufacturer narrative:
The returned device was evaluated. The device was received in sleep mode. In this mode of operation, the display will power off while taking measurements and the unit will not alarm or show measurements unless a button is pressed. When the device was set to standard mode, the device was determined to be functioning as designed.

Event description:
The customer reported "the device breaks off during the measurement." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device breaks off during the measurement. No patient impact or consequences were reported.